Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04819 and 3006705815-2023-04821. It was reported that patient had a fall earlier in the year. The patient's leads had migrated, which was confirmed through imaging, and as a result was experiencing ineffective therapy. It was also reported that the patient was experiencing pain at the ipg site. Surgical intervention may take place at a future date to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced with 1 lead. Additionally the ipg was repositioned. All issues were resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.